Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with the cgm displaying ¿high¿ after a supply change, with alerts indicating glucose above 300 mg/dl for over 90 minutes; the user does not perform finger sticks and later performed another supply change with a site relocation, after which glucose stabilized. Symptoms included feeling heavy. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or assistance. Investigation included troubleshooting and user education regarding verification of cgm accuracy and infusion/site assessment. Investigation of this case revealed no abnormal findings on supply change and an unclear cause, with resolution following site change suggesting a potential transient infusion or site-related issue without confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.